Event description:
It was reported that the patient experienced a tamponade. Approximately two to three hours post procedure, the patient reported feeling low pressure and back pain. The patient was rushed into the lab for a tamponade procedure and approximately 300ml was drained from endocardium. The patient remains in the intensive care unit. Additionally, it was suspected that when in the posterior wall, the wire was pushed out when the farawave pulsed field ablation catheter was in flower configuration but tightly pushed up against the post wall. The catheter is not expected to return as it was disposed therefore, the lot number is not available. It was further reported that the type of procedure was an atrial fibrillation, pulsed field ablation (pfa) procedure with watchman implant. Excessive force was used according to the physician but the lab tech was the one who advanced the boston scientific starter guidewire. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the guidewire from the packaging. The guidewire was prepped according to IFU. It was further reported that the set lesion performed was a pulmonary vein isolation procedure. The guidewire tracked was by the posterior wall. The type of imaging used was alligator clips and fluoroscopy.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and impact codes. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a tamponade. Approximately two to three hours post procedure, the patient reported feeling low pressure and back pain. The patient was rushed into the lab for a tamponade procedure and approximately 300ml was drained from endocardium. The patient remains in the intensive care unit. Additionally, it was suspected that when in the posterior wall, the wire was pushed out when the farawave pulsed field ablation catheter was in flower configuration but tightly pushed up against the post wall. The catheter is not expected to return as it was disposed therefore, the lot number is not available. It was further reported that the fluid buildup caused significant drop in the patients pressure and required emergent drainage. An echo was performed and confirmed the tamponade. Additionally, a boston scientific starter rosen wire was pushed out when the catheter was in flower configuration. The patient is expected to recover, it was not known if the patient had been discharged or not.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a tamponade. Approximately two to three hours post procedure, the patient reported feeling low pressure and back pain. The patient was rushed into the lab for a tamponade procedure and approximately 300ml was drained from endocardium. The patient remains in the intensive care unit. Additionally, it was suspected that when in the posterior wall, the wire was pushed out when the farawave pulsed field ablation catheter was in flower configuration but tightly pushed up against the post wall. The catheter is not expected to return as it was disposed therefore, the lot number is not available. It was further reported that the type of procedure was an atrial fibrillation, pulsed field ablation (pfa) procedure with watchman implant. Excessive force was used according to the physician but the lab tech was the one who advanced the boston scientific starter guidewire. There was no damage noted to the product packaging upon inspection prior to use. There was no difficulty removing the guidewire from the packaging. The guidewire was prepped according to IFU.